Event description:
It was reported that balloon pinhole occurred. A mustang balloon catheter was advanced for dilation. During the procedure, a faulty balloon was noted as the balloon did not inflate and had a hole in it. No patient complications were reported.